Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's image did not appear. There were no reports of patient harm.

Event description:
It was reported the camera head's image did not appear. The issue occurred during pre-use inspection for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h4, h6 and h11. Corrected fields: d7a. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable cause was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: endoscope image disappears and freezes please strictly observe the following. There is a risk that the endoscope image may disappear unexpectedly during an examination or that the freeze function may become unresponsive. - do not clean, disinfect, sterilize, or store this product together with tweezers, forceps, scalpels, etc. There is a risk that the camera cable may become punctured, causing water leakage and damaging the internal electrical circuits of the product. - be careful not to damage the camera cable with sharp objects. - do not bump or drop the product. There is a risk that water leakage may damage the internal electrical circuits. - connect the video connector to the otv-s7pro when it is completely dry, including the electrical contact points. There is a risk of malfunction if it is wet. - if the camera cable is coiled, do not pull it forcibly, but gradually straighten it out. There is a risk of the camera cable breaking. - do not apply excessive bending, pulling, twisting or crushing to the camera cable. There is a risk of the camera cable breaking. - when wiping the outer surface of the camera cable, do not squeeze the cable too hard. The camera cable may break. - when using the endoscope, hold the camera head and not the camera cable. The camera cable may break. - do not use a pen or similar object to hold the camera cable in place. The camera cable may break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.